Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4)..

Event description:
It was reported that, approximately three weeks ago, the patient with this right atrial (ra) lead underwent a lead revision procedure due to loss of capture. Two weeks later, there was far-field oversensing noted on the atrial channel. Boston scientific technical services (ts) reviewed the stored episodes and determined there was far-field oversensing of the r-wave on the atrial channel, as well as noise/artefact on the same channel that could represent myopotentials. Ts recommended in-clinic troubleshooting with isometrics and possible reprogramming. Subsequently, this ra lead was evaluated in-clinic a few days later and reprogramming was done. This lead remains in-service, and the patient is scheduled for routine follow-up in three months. No additional adverse patient effects were reported.